Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. The patient did not require hospitalization. The patient was treated with injection vancotroy (2g, stat, intraperitoneally) and gentamycin (20mg, once daily, intraperitoneally, for 14 days) for the peritonitis. The action taken with dianeal therapy was not reported. At the time of this report, the patient was recovered from the event. No additional information is available.